Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The amount of light can be changed depending on the magnitude of the current, but it is possible that the amount of light has become uncontrollable due to the increased contact resistance value due to long-term use. As a result, it is highly possible that the lamp error e105 occurred because the short circuit and disconnection were repeated. In addition, it is highly possible that the color of the narrowband light was reddish because signals could not be transmitted and received normally due to deterioration of the ap / dp board having a color tone function due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. There were no abnormalities in the appearance of the device where it could be visually confirmed. The lamp error e105 did not occur when switching the nbi observation mode, but the color of the narrowband light was reddish. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the user switched to the nbi (narrow band imaging) observation mode, a lamp error e105 occurred and the color of the narrowband light turned red. The user cycled the power of the device, but the color of the narrowband light did not improve and the error e105 occurred again. Error code e105 means that the video system center is damaged. The user completed the intended upper endoscopy with the device. This failure mode had no significant effect on upper endoscopy. There was no report of patient injury associated with the event.